Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump was not annunciating audible tones for alerts/alarms. Customer declined to provide blood glucose level. Tandem technical support made multiple attempts to follow up with customer, but was unsuccessful.